Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and failed due to lcd damage. A receiver charge and boot test was performed and failed. The receiver data log could not be downloaded, but a "call tech support" error was observed and pictures were taken. The reported event of an error icon display was confirmed due to the occurrence of a "call tech support" error. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an "err 121". It was reported the patient is less than 2 years old. Labeling indicates: dexcom continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. The dexcom cgm system is a single patient use device (meaning you can¿t share the components with others) for people 2 years or older with diabetes. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.